Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was unable to duplicate the reported issue, but confirmed the reported issue in the iabp log files, and as per the service manual, replaced the front end board. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during boot up and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a system failure alarm. There was no patient involved and no adverse event reported.